Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose readings of 412 mg/dl and 409 mg/dl which was treated with insulin pump. Patient's blood glucose at the time of call was 281 mg/dl. After troubleshooting, customer reported a bent cannula. Customer was directed to the website for additional resources. No further information provided.